Manufacturer narrative:
Product evaluation: service and repair received the visao handpiece. Incoming inspection included pre-repair temperature testing. Temperatures recorded after running the device for 1 minute at 80,000 rmp, were: rear ¿ 120 f, middle ¿ 180 f, and, nose ¿ 110 f. Evaluation found that the bearings, nose cone and o-rings were worn. The device was cleaned, repaired and successfully tested to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product evaluation: analysis results not available; evaluation expected but not yet begun. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The facility reports that the visao handpiece is "getting too hot while being used". There was no reported patient impact.